Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced soft tissue complications at the implant site and was subsequently treated with topical steroids, topical steroids and oral antibiotics.